Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced running a loaded set during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The upstream occlusion was verified while running a loaded set. The cause was determined to be the ultrasonic sensor was found to be out of specification which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced intermittent upstream occlusion alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.